Event description:
Reference number (B)(4). Event occurred in canada it was reported that patient faced an infusion set leakage event on 16-nov-2024. The leakage was at the site . The infusion set was in use for five hours. The blood glucose level was higher than 33.3 mg/dl and the patient was treated with correction bolus via multiple daily injection (mdi). The patient had symptoms of headache, nausea, stomach cramping. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) with malfunction leakage from infusion site (specific cause not identified) not confirmed to be infusion set related (ex. Tissue no longer absorbing). The batch 6004113 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the leakage from infusion site (specific cause not identified) not confirmed to be infusion set related (ex. Tissue no longer absorbing). Complaint investigation test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Functional (leak test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6004113 was packaged according to the wi version 94, packaged in the machine multivac 10, on 31/oct/2023 with a total of (B)(4) units. Welding DHR review: the lot 3k04946 was manufactured according to the wi version 33, manufactured in the machine ls24-ls25-ls11, on 30/oct/2023 with a total of (B)(4) units. The lot 3k03495 was manufactured according to the wi version 33, manufactured in the machine ls24-ls25-ls11, on 24/oct/2023 with a total of (B)(4) units. The lot 3k03496 was manufactured according to the wi version 33, manufactured in the machine ls24-ls25, on 26/oct/2023 with a total of (B)(4) units. Gluing connector DHR review: the lot 3k03506 was manufactured according to the wi version 36, manufactured in the machine gluing 3, on 28/oct/2023 with a total of (B)(4) units. The lot 3k04942 was manufactured according to the wi version 36, manufactured in the machine gluing 3, on 29/oct/2023 with a total of (B)(4) units. The lot 3k03508 was manufactured according to the wi version 35, manufactured in the machine gluing 3, on 22/oct/2023 with a total of (B)(4) units. The lot 3k03509 was manufactured according to the wi version 36, manufactured in the machine gluing 3, on 24/oct/2023 with a total of (B)(4) units. The lot 3k03510 was manufactured according to the wi version 36, manufactured in the machine gluing 3, on 25/oct/2023 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 27/jun/2025 against malfunction code evaluated leakage from infusion site (specific cause not identified) not confirmed to be infusion set related (ex. Tissue no longer absorbing) and lot 6004113 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.